Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint ID # (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy during pci, but an "optical sensor malfunction" alarm occurred. The optical sensor cable was reinserted, but the alarm reoccurred, so it was determined to be a defective product. A new catheter of the same size was introduced, and this time the optical sensor was successfully calibrated and started operating.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d4 (exp date), g1 (contact person ¿ mfg site) g3, g6, h2, h4, h6 (type of investigation, investigation conclusions), h11. Corrected fields: b5, d4 (catalog no., UDI no.). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint ID #(B)(4).